Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valves on an unspecified number of one-link non-dehp y-type standard bore catheter extension sets had connections issues; further described as ¿the valves were coming loose and sometimes popping off the portion of the extension set¿. This was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.